Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to greater than 600 (mg/dl) and occasional ketones since the middle of april. Customer changed infusion sites and administered insulin injections to treat bg levels. Reportedly, customer experienced several low bg levels in the 50s (mg/dl) due to overcorrection with administering injections to treat elevated bg levels. Contact reported that the customer would consume juice to stabilize the low bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.